Manufacturer narrative:
Although the patient¿s exact weight is unknown, he is reportedly in his (B)(6). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(4)- manufacturing date: may 21, 2013. No non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device is an instrument and is not implanted or explanted. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). The screw extractor would not attach to the nail, for unknown reasons. As a result, alternate instruments had to be used. The surgery was prolonged by 120 minutes as a result. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that removal surgery of afn japanese took place on (B)(6) 2016. During the surgery, the reported extraction screw was not attached to the nail. As it didn't function at all, the surgeon had to use the rescue set alternately to remove the nail. There was a 120-minutes surgical delay. No adverse consequences were reported. Patient is male and in his 30's. This complaint involves 2 parts. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Manufacturing investigation evaluation: one (1) extraction screw f/a2fn (part 03.010.373) was received for manufacturing investigation. The article is in a used condition. On the outside thread, the black colored coating came partially off. The device history records were reviewed with no non-conformances generated during production. Review of the device history record showed that there were no issues during the manufacturing of the product. During the manufacturing investigation, the inside thread m8 x 1.25mm and the outside thread m8 x 0.75mm were checked. On the m8 x 0.75mm thread, the black colored wc/c-pvd coating came partially off, but the thread is not damaged. A test with the thread ring gages was performed, but no failures were identified. Both threads are within specifications. There was no explanation found that caused the malfunction as it was described. No manufacturing related issues were identified and/or confirmed. Device is used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.